Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a sensation snares was used in the intestinal tract during an endoscopic polypectomy procedure performed on (B)(6) 2026. It was reported that the applied support force was insufficient, causing the polyp to slip during tightening. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.